Event description:
Treatment initiated at approx 11:07am. At approx 1145am, the dialysis machine alarmed blood leak detector. A test was performed on the dialysate obtained from the arterial hanson connector, which was positive for blood using a blood leak test strip indicator. Hemodialysis treatment was interrupted, the optiflux 160nr was replaced and treatment continued. At approx 1230pm, the machine alarmed blood leak detector. A test was performed on the dialysate obtained from the arterial hanson connector, which was positive for blood using a blood leak test strip indicator and blood was visible in the dialysate from the arterial hanson connector. At approx 1233pm, the pt was noted to be unresponsive. Bp was 105/65 at 1230pm and CPR was initiated at 1233pm. AED applied, rhythm analyzed, no shock advised. Ems transported pt to the hospital, pt expired on (B)(6) 2017.